Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: did the needle piece fall into the patient? If yes, - no. ¿ was the needle piece(s) retrieved during the same procedure? - yes. ¿ were x-rays taken to locate the needle piece(s)? No, no need. ¿ what measures were taken to retrieve the broken piece? The thread broke not the needle, so it as still in the needle holder. - when did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? During use on patient.

Event description:
It was reported that a patient underwent an aorto bi-femoral bypass procedure on (B)(6) 2025 and suture was used. During use on the patient, the thread broke off from the rest of the suture. Needle was found; patient is fine. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/2/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle was received for analysis. The product code hs6855h is double armed. The visual assessment of the needle noted that the swage and attachment area was observed as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. In addition, two photos were provided and they showed one needle suture piece parked in a sponge. The suture appears to be split. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.